Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint of the catheter leaking from its side was confirmed. It was found that there is a leak 56cm from the distal tip. The root cause is likely due to excessive forces applied during the procedure. The leakage point suggests an excessive torsional force, resulting in both external and internal damage, as well as the tearing of the fibers and the catheters' plastic parts. The additional multiple kinks also suggest that extreme forces were applied during the procedure. Moreover, as was mentioned in the event description, it was suspected the catheter was torn by an old stent. Due to the stent structure and materials (metal), the old stent could cause the catheter to be damaged. According to the complaint description, during the procedure, the saline was not continuously fed through the sheath, which possibly can cause/contribute to higher friction and result in both external and internal damage when exerting effort. It is not exactly according to the instructions for use in the ifu0120 rev. 02, 5. Precautions, note: pressurized saline (preferably heparinized) should be continuously fed through the introducer sheath or the guiding catheter that is positioned as close as possible to the auryon catheter distal tip at a rate of 100ml/min. Saline no manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. A replacement same catheter was used to finish the procedure. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. The DHR was reviewed for the reported catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. A review of the distribution records was performed for the reported packaging lot number 72777 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. Labeling review: instructions for use (ifu0110/ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. If the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion. If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a auryon atherectomy catheter 2.35 mm otw device, lot# 72777. The provider placed the laser catheter and made several passes. The catheter was removed in order to flush the clogged aspiration port, at which time it was noticed that the flush was coming out of the side of the catheter. It was suspected the catheter was torn by an old stent while lasing/aspirating. A replacement same catheter was used to finish the procedure. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. On (B)(6) 2023: the total working time of the first catheter was 3:28min. Saline was not continuously fed through the sheath.